Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. The hypotube was completely separated 72cm from the hub. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. There was no damage to the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.bsc ID #a00536118 / tw#3832319

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 15mm maverick¿ balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.